Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06696. It was reported that the stents became occluded and that one stent had become damaged/shortened. In (B)(6) 2015, the patient presented for a percutaneous transhepatic cholangiogram and two 8mmx80mm wallflex biliary transhepatic stents were implanted side by side in the left and right hepatic ducts with good angiographic result. The procedure was completed. In (B)(6) 2015, the patient presented with signs of stent blockage. It was noted that the upper portion of the right hepatic duct had an unusual appearance with the implanted stent appearing to be twisted and shortened. Bilateral access was obtained and the left side distal ducts were dilated with an 8x40mm balloon. Bilateral 8.5f drains were left in. A glidewire was used to navigate across the wallflex's into the small bowel. A 10x40mm non-bsc stent was then implanted on the right side to correct the previously implanted shortened wallflex&#11040;followed by post-dilation with a 10x40 balloon catheter. No patient complications were reported and the patient is in stable condition. It was further reported that the patient presented in (B)(6) 2015 with signs of jaundice. No additional complications were reported.